Event description:
A surgeon reported that the irrigation tube came off the connector when the ultrasound handpiece was changed to the irrigation/aspiration handpiece during surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd for in house testing, but has not been evaluated. A root cause has not been identified. (B)(4).